Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
After deployment of a 23mm sapein valve in the aortic position, severe central leak was noted. It was unclear if the central leak was caused by a stuck leaflet. Several unsuccessful maneuvers were performed to correct the "stuck leaflet". A decision was made to place a 2nd valve. The valve was implanted, and the central leak reduced to none/track.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The 23mm sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No procedural imaging was provided. Manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. Per procedure, the frame components are 100 % visually and dimensionally inspected by both manufacturing and quality for defects. The leaflet components undergo 100% visual inspections and testing per procedure. During the production flow testing, a coaptation test is performed on the sapien valves. The valves are 100% visually inspected before and after being attached to holder per procedure. In addition, prior to final packaging, 100% visual inspection is performed at preliminary packaging per procedure to ensure no damage to the valve from handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. The complaints were unable to be confirmed; therefore, a lot history review is not required per edwards documentation. A review of complaint history revealed that the occurrence rate did not exceed the november 2019 control limit for these trend categories. The IFU, device prepping manual, and training manual for sapien 3 with commander delivery system were reviewed for instructions relating to the observed events. Factors that may affect the thv deployment characteristics: a narrow, calcified stj (thv movement ventricular and or reduced foreshortening of the thv) and incomplete thv expansion (reduced foreshortening of the thv). Note that the delivery system requires a prescribed volume for the thv deployment and proper function. The procedural training manual provides guidance on post deployment thv assessment: perform an aortogram with wire still in the lv to assess, thv position and complete expansion, patency of coronary arteries, functional assessment of thv (ar, pvl, etc.), and annular and aortic integrity. Note that the stiff wire tends to exacerbate central ar. Typically final deployed thv position will be around 70/30 to 80/20 (aortic/ventricular) when using optimal initial thv positioning where the center markers is within the optimal initial center marker zone, and anatomy (stj, calcification, coronaries, etc.), % area sizing, thv size and foreshortening / inflation volume should also be considered when initially positioning the thv. During assessment check the long axis: check for severity of ar, check thv position relative to coronary arteries. During short axis check central vs. Paravalvular regurgitation and other evaluations to consider is malposition and ar. During assessment of the central aortic regurgitation: determine etiology, leaflet mobility: manipulation of the leaflet with a diagnostic catheter and leaflet coaptation mismatch: consider converting to open heart surgery. The complaints were unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, revealed no indication that a manufacturing non-conformance contributed to the complaint. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and transcatheter heart valve replacement procedure. In this case, there are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation and leaflet restricted in patient including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. However, a conclusive root cause was unable to be determined at this time. No labeling or IFU/training inadequacies were identified. A review of the complaint history revealed that the occurrence rate did not exceed the november 2019 control limits for applicable trend categories. No product risk assessment nor corrective or preventative action is required at this time.